Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's knife blade did not advance and had a partial seal. Another device was opened to complete the procedure. There was no patient injury.